Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review, there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of lymphoma-alcl-confirmed and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma- alcl-confirmed, seroma-late. Additional contact information: (B)(6) france. (B)(6).

Event description:
Healthcare professional reported via regulatory agency "anatomopathological diagnosis of alca-aim cd30+ alk- and periprosthetic subcapsular effusion". Later reported "inflammatory lymphocytic and macrocytic reaction that is not suspicious. Absence of cd30 immunostaining, significant right periprosthetic effusion, serobloody and abundant effusion, highly inflammatory and micronodular periprosthetic shell". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, b.7, h.6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Regulatory agency reported "anatomopathological diagnosis of alca-aim cd30+ alk- and periprosthetic subcapsular effusion". Later regulatory agency reported "inflammatory lymphocytic and macrocytic reaction that is not suspicious. Absence of cd30 immunostaining, significant right periprosthetic effusion, breast cancer involved the breast affected by alcl, serobloody and abundant effusion, highly inflammatory and micronodular periprosthetic shell, intact prosthesis". Histology also reported, "observation of a moderate inflammatory reaction with vacuolated histiocytes silicone type, which would represent a foreign body reaction to silicone". This record is for the right side. Device was explanted.